Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal elective replacement indicators (eri). There were no allegations against device longevity or functionality.